Manufacturer narrative:
The pump was returned and analysis identified residue in the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (10mg/ml at 4.193mg/day) via an implantable infusion pump. It was reported that sometime in 2019 the pump stalled and was replaced. There was no report of any electromagnetic interference. No symptoms were reported. It was noted that the nurse at facility sent the device back for analysis.